Event description:
It was reported that a spectrum pump failed to recognize closed door intermittently during programming in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, reported symptom of "intermittently not recognizing door close" was not reproduced. Evaluation performed a visual inspection and revealed t-bracket on the upper auxiliary is loose. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be loose upper auxiliary due to which upper latch switch shift out of alignment. Should additional relevant information become available, a supplemental report will be submitted.